Event description:
The complainant reported a patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had intermittent pulses in the leg on the side of impella placement and the leg was cool to the touch. The medical staff requested a consultation for a potential thrombectomy. The consulting physician executed an embolectomy and flows were restored. Weaning was successful and the device was explanted. An effort was made to post-close the insertion site. However, the medical professional could not gain access from the contralateral side. Attempts to perclose were also ineffective, leading to a manual pressure being held to alleviate bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.